Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty sensor system. (Gold). Unable to verify no delivery alarm due to prime anomaly. The pump passed displacement test and basic occlusion test. No motor error alarm noted. Motor passed motor test. The pump was received with scratched display window, cracked display window corners, cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump had compromised force sensor system alarm, delivery anomaly, and motor error alarm. The blood glucose at the time of the incident was 90 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.